Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm emerge balloon catheter was advanced for dilatation. The balloon was initially inflated at 5 atmospheres, however, during the second inflation at 10 atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was in good condition.